Manufacturer narrative:
The customer¿s report of a crack and leakage of the maxplus valve was confirmed. Visual inspection observed a crack close to the piston on the hard plastic body. Functional testing was performed. Pressure testing of the sample confirmed the customer's experience as fluid was identified to be leaking from a crack in the female luer adaptor (fla) of the maxplus. The root cause of the leakage was due to a crack on the maxplus valve. The cause of the crack is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results once the device has been evaluated.

Event description:
The report suggests that on the 6th day of use, a leakage was observed from a crack in the needle-free valve. From the reported information there are no indications of serious injury to the patient or user as a result of this incident